Event description:
It was reported a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system was used along with a watchman laa closure device and delivery system. The closure device was deployed through the access system, but needed to be recaptured. It was noticed that the access system was kinked. The procedure was successfully completed with another access system and closure device. There were no patient complications and the patient was stable.